Event description:
It was reported that during a breast biopsy, the applicator tube got sheared off in the breast. Another marker was deployed in its place. No pt consequence was reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.